Event description:
It was reported that the biomed had an arctic sun device that failed calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 27, chiller temperature (t4) was 9 degrees and still dropping. Per wo notes, needs mixing pump. Per wo update on (B)(6) 2025, they requested to send the device in for a depot assessment after being unable to determine the origination location of the replacement mixing pump that was purchased and replaced a mixing pump; however, the device was still failing calibration for not cooling. Po (B)(4) or po (B)(4) biomed had a device that failed calibration for an error 80 expected 6 actual 27 t4 9 degrees and still dropping. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the tank seals were torn. Circulation pump flow through bypass and with test loop was found approximately .5 lpm lower than expected during testing. Chiller molded tube was found cut one inch short at the evaporator end making it difficult to properly reconnect to the evaporator inlet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated upon receipt. Chiller molded tube was found cut one inch short at the evaporator end making it difficult to properly reconnect to the evaporator inlet. Replaced the chiller molded tube. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 27, chiller temperature (t4) was 9 degrees and still dropping. Per wo notes, needs mixing pump. Per wo update on (B)(6) 2025, they requested to send the device in for a depot assessment after being unable to determine the origination location of the replacement mixing pump that was purchased and replaced a mixing pump, however the device was still failing calibration for not cooling. Po (B)(4) or po (B)(4) biomed had a device that failed calibration for an error 80 expected 6 actual 27 t4 9 degrees and still dropping. Per sample evaluation results received via (B)(4) on 28oct2025, it was reported that the tank seals were torn. Circulation pump flow through bypass and with test loop was found approximately .5 lpm lower than expected during testing. Chiller molded tube was found cut one inch short at the evaporator end making it difficult to properly reconnect to the evaporator inlet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.